Manufacturer narrative:
It was reported by the trainer that during in-home use of the life 2000, the patient¿s oxygen saturations dropped to 33% (02 base line 95-98% & with exertion 89%). The patient was switched to his regular nasal cannula which was connected to a third-party concentrator (phillips respironics everflow), and he quickly recovered with no additional medical intervention required. It is noted the patient is unsure if the issue was with the life 2000 or the concentrator, however, there was confirmation that the concentrator flowmeter ball did not drop. The patient is a 76-year-old male with a history of oxygen desaturation with exertion, using 4l of oxygen at rest and 6l with exertion. No alarms or error codes were reported from the life 2000. No malfunction has been alleged and the patient is keeping the device. Follow up with the patient confirmed that the patient¿s third-party concentrator has since been replaced with a devilbiss drive model. Since replacement, the patient has not experienced any desaturation events or noted concentrator flowmeter ball drop. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. Hypoxemia (low oxygen saturations) is a below-normal level of oxygen in the blood, specifically in the arteries. Normal adult blood oxygen levels typically range from 95 to 100 percent. Oxygen desaturation can be contributed to disorders such as respiratory failure, respiratory infections, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, although the patient¿s oxygen level was clinically below normal range, the change was temporary, and medical intervention was not required. Additionally, the patient recovered at home by switching to the already prescribed oxygen therapy, and there was no report of permanent impairment of body function or damage to body structure, which concludes/indicates no serious injury occurred. The ultimate cause of the reported drop in oxygen saturation is unknown, and likely multifactorial due to the patient's underlying pulmonary pathology. However, hillrom is unable to rule out if a system interaction/malfunction between the life2000 and third-party vendor concentrator is likely to lead to a serious injury if the event were to recur. Based on this information, no further action is required.

Event description:
It was reported by the trainer that during in-home use of the life 2000, the patient¿s oxygen saturations dropped to 33% (02 base line 95-98% & with exertion 89%). The patient was switched to his regular nasal cannula which was connected to a third-party concentrator (phillips respironics everflow), and he quickly recovered with no additional medical intervention required. This report was filed in our complaint handling system as complaint #(B)(4).